Manufacturer narrative:
H10: internal complaint reference (B)(4) .

Event description:
It was reported that during set up for an acl reconstruction surgery, it was noticed that the packaging of the guide wire 1.2 mm had a cut, compromising the sterility of the implant. There was a s+n back up device available. There was no delay reported and there was no patient involved.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an evaluation of the customer provided image was performed and found the packaging of the guide wire has a cut. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the packaging sequence of guide wire, found that the operator should verify the presence of seals on all edges of the pouch and confirm the s&n seal is on the end of the pouch opposite the chevron end. Inspect s&n seals for creases or wrinkles on the seal and reject pouch if these defects are found. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include an inadvertent impact event that could have occurred during device transportation, rough shipping and handling, or at customer site. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The device is in the original poly bag but the cardboard box was not returned. The poly bag has a cut, through the seal and into the product space. An analysis of the customer provided image was performed and found the packaging of the guide wire has a cut. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the packaging sequence of guide wire, found that the operator should verify the presence of seals on all edges of the pouch and confirm the s&n seal is on the end of the pouch opposite the chevron end. Inspect s&n seals for creases or wrinkles on the seal and reject pouch if these defects are found. The root cause was associated with transportation or storage of the units. Factors that could have contributed to the reported event include an inadvertent impact event that could have occurred during device transportation, rough shipping and handling, or at customer site. Based on this investigation, the need for corrective action is not indicated.